Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section a1 and d4. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker had possibly reverted to safety mode. Technical services (ts) recommended an urgent explant. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker had possibly reverted to safety mode. Technical services (ts) recommended an urgent explant. No adverse patient effects were reported. This device remains in service.